Manufacturer narrative:
D3: corrected h6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested the customer reported issue was confirmed. The cause of the issue was found to be a ripped downstream occlusion (dso) seal. The dso seal was replaced. Additionally, the review of the event history log found error code 41622, and the upstream occlusion (uso) seal was found to be buckling. The uso seal was replaced as well as the cam flex sensor for the motor to clear the error code. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.